Manufacturer narrative:
(B) (4). No lens in unit carton. Method - work order search. Results - a work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that there was a foreign body on the aa420vf silicone plate lens. No patient contact. Additional information was requested but not yet received. If any additional information is received a supplemental medwatch will be submitted.